Event description:
It was reported that during central processing, the customer noticed a wire protruding from the precise bipolar forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed the wires and drive cables at the distal end were intact and undamaged. At the backend, the bipolar pins and conductor wires were sticking out of the chassis. One pin is detached from one wire. The detached pin appears slightly bent. The bipolar cord cannot be installed in the current condition. Additional observation not reported by the site is a dislodged insert. The insert may have not been fully seated in the chassis or may been pulled out when bipolar cord was removed. Some bipolar cords are a tight fit on the bipolar pins and may require a high removal force, potentially causing the insert to pull out. Based on the wire also breaking from the pin, the evidence was not conclusive, but the damage is likely due to improper usage. Electrical continuity passed. There were 3 uses left. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperative. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.